Manufacturer narrative:
Other, other text: one cadd solis vip pumps - 2120 was returned for analysis due to displaying error 41627. Visual inspection revealed a bubbled downstream sensor seal. Functional testing was performed. The operator was unable to duplicate the customer stated problem. The device passed all motor functional test.

Event description:
Information was received indicating that during bench testing, a smiths medical cadd solis vip pump exhibited error 41627. No patient was involved in this event. No adverse effects were reported.